Manufacturer narrative:
Device evaluation: one device was received. A visual inspection showed a cracked top case, chipped bottom left corner, cracked right plunger case and cracked battery door. A review of the event history log found a battery communication timeout error. During the functional testing, the battery communication timeout error was duplicated during the power up process. The root cause of the alarm was normal wear of the battery so the battery pack was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Operator of device is unknown; no further information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump keeps alarming. No patient involvement reported.